Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an issue with auto mode turning off in the middle of the night. It was also added that the customer had issues with discrepancy between sensor glucose value reading and glucose meter blood glucose reading. The customer stated that the auto mode issue was a past event, and the customer was assisted with troubleshooting for the sensor glucose vs. Blood glucose discrepancy. The customer reported a blood glucose value of 197 mg/dl versus a sensor glucose of 128 mg/dl. No mention of threshold suspend but the customer reported receiving a stuck button alarm. Troubleshooting was deviated to stuck button alarm. The customer was unsure if they pressed a button down for three minutes or longer. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. It was also mentioned that the customer was unable to upload to carelink, but declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump not received in stuck manufacturing mode unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Unit communicated properly with a test guardian 2 link and the glucose sensor simulator. The sensor feature functions properly. No sensor calibration anomaly noted. All buttons functioning properly. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. Unit received with cracked retainer, minor scratched display window and scratched case.